Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:strip issue and/or user had an inaccurate reference.

Event description:
The customer is calling because he has received the result of hi and wants to know what that means; informed the customer that hi means that the result is reading above 600 mg/dl.customer states that he feels well and requires no medical attention. The customer's expected blood result is 100-150mg/dl fasting. Verified the strips expire 12/18/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 181mg/dl and 504mg/dl not fasting. Reviewed meter memory: (B)(6). The customer is concerned about the result of hi on (B)(6) 2016 at 3:58 pm. The customer had drunk soda less than two hours of performing the back to back blood test. The customer was unable to see the time of the last result 136 mg/dl that was recalled from the meter's memory. The date/time has not been setup in the meter (wrong date/time).